Event description:
The health care provider (hcp) reported that the patient was at the hospital presenting with urinary and fecal retention in the "gas tro-area." The hcp wasn't familiar with the device and wanted to get a manufacturer representative to come out and see the patient. The indication for use for this patient was gastrointestinal/pelvic floor.

Event description:
Additional information reported that patient's symptoms of retention of urinary and bladder started on (B)(6) 2016. The hcp stopped oxybutynin for the over active bladder (oab).the device was turned off on (B)(6) 2016 and a foley catheter was placed. The patient was discharged home with foley catheter the next day and hcp started patient on flomax on (B)(6) 2016 were steps taken to resolve the bowel and urinary retention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.